Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin during priming and buttons were sticking. Customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, insulin pump rejected batteries, rewind takes longer and rewind was louder. The device will not be returned for analysis.